Event description:
A month after a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro catheter, the patient experienced pericarditis, and is under cardiology service. The report indicated that the patient came back with pericarditis one month after af ablation and is in intensive cardiology service. The patient did not experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. Additional information was received indicating the physician¿s opinion on the cause of this adverse event was that it is a rare but occurring event due to ablation. The patient¿s outcome from the adverse event was reported as improved. The patient did not require cardiac surgery. The patient required extended hospitalization because the patient came back to hospital and needed extra hospitalization. The number of performed ablations was 140 with radiofrequency (rf) energy with qdot micro. The transseptal puncture was performed with boston needles, baylis. The flow settings were qmode and qmode+ and there were no issues with flow rate change at the start of the ablation. The force visualization features used were graph, dashboard, vector, and visitag. The visitag module parameters for stability used were range-5-30, time-3s, force over time (fot) - 5g, and size-3mm. No additional filter was used with the visitag. The color option used prospectively was other: index and joules. The correct catheter settings were selected on the ngen generator and there were no error reported or service done on the generator.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).